Manufacturer narrative:
(B)(4). From the pictures attached was unable to confirm failure mode reported as "failure to function - other". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. P/n 528236 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73e2100738 the staplers were functionally inspected and issue reported "failure to function - other" was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35w non-sterile lot # 73j2000213 was manufactured on 09/08/2020 a total of (B)(4) pieces. Lot was released on 09/18/2020. DHR investigation did not show issues related to complaint. Failure mode "failure to function - other" could not be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. Failure mode "failure to function - other" could not be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions.

Event description:
Stapler do not close the clamps or do not clamp them at all. This problem was identified when the stapler was to be used. However, since it did not work, a replacement product had to be used. This incident happened in 4 trays, so 4 staplers were problematic. There was no adverse affect.